Event description:
The customer reported that when they plug the olympus gastrointestinal videoscope into the camera they are getting scope error b30 (scope communication error). The issue occurred during preparation for use. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.